Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an elective device replacement procedure, on (B)(6) 2018, diagnostic imaging was performed on the right ventricular (rv) lead. Diagnostic imaging was reviewed by the physician and technical support to confirm the lead insulation was externalized. This was originally reported in abbott record reference: (B)(4); abbott manufacturer reference number: 2938836-2018-04014. During a recent in clinic follow-up, increased capture threshold was observed on the rv lead. Provocative testing was performed and the lead noise resulting in oversensing was produced. No further intervention is planned. The patient was in stable condition.

Event description:
Further information was received indicating episodes of noise resulting in oversensing was observed during a (B)(6) 2021 follow-up. All other electrical values were stable. During provocative testing of the pocket, no noise was reproduced. No intervention was performed, the patient will be monitored on merlin.net. These new episodes are likely due to lead externalization previously reported. The patient was stable.